Manufacturer narrative:
(B)(4).

Event description:
Following an MRI, the patient experienced withdrawal symptoms including increased baseline pain, nausea, and vomiting. There were no pump alarms. Programming was confirmed to be correct. Device troubleshooting was being considered. The device system was used to deliver dilaudid, clonidine, and bupivacaine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.